Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. Correction: if information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the patient experienced bradycardia three days post implant and it was discovered that a lead was not "attached". Upon follow-up with the patient's following physician, it was indicated that the right ventricular (rv) lead had high thresholds. It was noted that a chest x-ray revealed the rv lead had a loss of slack and a microdislodgement was suspected. The rv lead was planned to be revised and remains in use. No further patient complications have been reported as a result of this event.